Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system after a recent supply change that had been suggested by the healthcare provider, and the user¿s caregiver could not assist due to illness; the agent advised 30 minutes of monitoring for blood glucose reduction and a supply change if levels did not decrease. Symptoms included elevated blood glucose. Outcomes included self-management guidance and continued monitoring without alarms or hospitalization. Investigation included agent-led troubleshooting and education regarding monitoring and potential supply replacement. Investigation of this case revealed no device alarms and no confirmed device malfunction, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.